Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump shutdown unexpectedly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer's blood glucose level was 75 mg/dl.